Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she was obtaining erratic results, on her onetouch ultra mini meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began on (B)(6) 2018, alleging that she obtained inaccurate readings of ¿496, 107, 121 and 117 mg/dl¿ on the subject meter, the tests were performed greater than 20 minutes of each other. The patient reported that she manages her diabetes with oral medication, diet and exercise and made no changes to her normal routine. The patient reported that 10 days after the meter issue began, she developed symptoms of ¿shakiness¿. She confirmed that no treatment was received or required. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. Csr noted that the vial was not cracked or broken, the test strips had been stored correctly and were not passed their expiry date. The patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.